Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was black residue on product inside sterile package.

Manufacturer narrative:
Alleged failure: mysterious black residue on product. Probable root cause: manufacturing/assembly error. Incorrect or inadequate packaging. Severe shipping conditions. User error in not properly inspecting unit prior to use. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was black residue on product inside sterile package.